Event description:
On (B)(6) 2025, the user and caregiver reported receiving an ¿unable to proceed. Please check notifications¿ alert during the load process. The agent guided them through troubleshooting, including performing a dry run to 120 units, which completed successfully. The user then replaced the cartridge, connector, and infusion set, resolving the issue. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.